Event description:
I have just received a malem bedwetting alarm by mail but the device is seriously defective. It is not working at all. All it does is make a click-click sound when I insert batteries and then gets hot. Also, it smells as if it's burning on the inside. I am worried that the alarm can burn my daughter if she is sleeping. I had it on for 30 mins and it was very hot. Then I placed batteries and same thing. It is not the batteries, but something within this device that is causing it to get dangerously hot. (B)(4).